Manufacturer narrative:
On (B)(6) 2020, the patient contacted the clinical representative stating she experienced a shocking sensation during the MRI. The clinical representative then called (B)(6) requesting some information about the MRI that was performed on the patient. The request went unanswered. On (B)(6) 2020, the clinical representative reached out to (B)(6) again for the information and was informed that they did not perform an MRI on the patient. Clinical representative called the patient and was informed that she had changed to (B)(6) hospital radiology instead of (B)(6) to have the MRI. The MRI conditions were unable to be obtained from (B)(6). No further issues have been reported. The root cause of this complaint is likely due to the MRI conditions not being compliant to the instructions for use (document # 05-0234-11; page 22-24), as only the initial planned MRI facility requested MRI safety information for the patient's device. However, the MRI conditions could not be obtained from the MRI facility for verification.

Event description:
On monday (B)(6) 2020, the clinical representative talked to the patient and she requested that (B)(6) be called because they needed stimwave's MRI safety information and model of our stimulator. The clinical representative spoke with the MRI facility and gave them the website address to obtain the requested information. The MRI facility pulled the information up while on the phone and confirmed that the information requested was there.